Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, indicating a possible issue with insulin flow. There was no adverse impact to the customer¿s blood glucose level. Despite following all troubleshooting steps, including using room temperature insulin and avoiding cartridge reuse or overfill, the issue persisted. The caller was unable to resume insulin delivery, prompting the escalation of the case. Consequently, a replacement pump and new supplies were sent to the customer for troubleshooting purposes. Additionally, the customer was advised to use manual daily injections as a backup therapy while awaiting the replacement pump.